Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It as reported that the customer received multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. The customer's blood glucose level was 200 mg/dl. Reportedly, the customer loaded a new cartridge successfully and resumed insulin delivery.